Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The pump was received with a failed battery test alarm after the battery was inserted due to the battery connector not being plugged in properly on the interface board. However, disconnected and reconnected the battery tube connector and the pump functioned properly and passed the unexpected restart test and all operating currents measurements were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.